Event description:
Customer reported incomplete hemoglobin computations occurred during the daily check when using the unicel dxh 600 coulter cellular analysis system. The beckman coulter customer technical support assisted the customer in draining the hemoglobin chamber and repeating the daily checks, but the issue was not resolved. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and removed the hemoglobin chamber and upon inspection, noticed build up on sensing zone. The hemoglobin chamber was replaced, resolving the event. (B)(4).